Event description:
Pt was participating in clinical trial (madit ii) rptr history of ischemic cardio-myopathy, low ejection fraction, electrolyte imbalances. Pt was in and out of the hosp about 4 weeks prior to death. Pt had a defibrillator. Pt died during the night at daughters home. The device was interrogated and pt did not have ventricular tachycardia of ventricular fibrillation.